Event description:
Unomedical reference number (B)(4). Event occurred in austria. It was reported that the patient's infusion set fell off because adhesive did not work. The issue occurred after 24 hours of use. No further information available.

Manufacturer narrative:
Initial and final MDR 1891989 - MDR 3003442380-2024-09043- device 2 of 4.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). The following tests were completed for 10 reference samples of lot 6005149. 1. Visual inspection as per (B)(6) quality criteria for products of the inset family engesp (criterios de calidad para productos de la familia inset engesp), version 40. 10 samples visually inspected and no damages or bent.

Event description:
To date no additional patient or event details have been received.